Manufacturer narrative:
The investigation into the aic - shutdown or restart issue has been completed since the original report was filed. The console was returned and tested after arriving in fs. The failure mode was not reproduced upon performing some tests on the original parts and configuration. The root cause for the controller error was most likely due to the defective lamp.

Event description:
The user facility reported that the controller had a fault/failed code and would not shut off. The controller was removed from use. No patient consequences were reported.

Manufacturer narrative:
The impella device was received from the customer and the evaluation/investigation is ongoing. Upon investigation closure, a supplemental MDR will be filed.